Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she was priming the pump and received a motor error alarm. Customer's blood glucose was 83 mg/dl at the time of the incident. Customer's most recent blood glucose was 130 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer stated that she also received a no delivery alarm. Customer did not want to change the reservoir out to troubleshoot the no delivery alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.